Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male pt's monitor would not power up. The pt ended use and was therefore not issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway in engineering. The reported problem (won't power up) is being investigated. Upon receipt the monitor would not power up. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt was not issued a replacement monitor as the pt ended use.